Event description:
It was reported that the patient was admitted to the hospital after a syncopal episode due to non-capture on the rv lead. It was also noted that there were high thresholds, high impedance, and ventricular high rate episodes consistent with lead noise. Fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2010. (B)(4).